Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. A third seal was deployed; however, a side clamp was used to complete the anastomosis. A fourth seal was used for another anastomosis; however, it got cracked. A replacement seal was used to complete the procedure. This report is for the third seal.

Manufacturer narrative:
Investigation details: the visual inspection shows that, the seal is outside of deployment tube cracked and partially unraveled. The complaint is confirmed based on the status of the received device. A lhr review was completed for the product, there was no nonconformance associated with the lot number.